Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient that was undergoing implant surgery for an implantable neurostimulator. It was reported that the middle portion of the lead introducer came unattached from the plastic. The rep had to open a revision kit to get a new introducer. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that this was not an out of box issue, but that it happened during the procedure. The introducer was not broken, but during the procedure the middle portion came unattached. The cause of the issue was unknown. The patient did not experience any symptoms related to the issue. Additional information was received from a manufacturer representative (rep). With regard to the cause of the issue, the rep reported that the best guess was force, due to the patient's older age and that they had a very hard foramen to get through.